Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3 (inadvertently left off the previous report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/ user mishandling. The foreign material was like a mix of synthesized fiber and black rubber base material. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that this event did take place during a diagnostic procedure. According to the initial reporter, the intended procedure was completed using the subject device. Reportedly, there was no complication or impact to the patient has a result of this event.

Event description:
The customer reported that his olympus evis exera iii colonovideoscope was clogging despite forced insufflation. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that this unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the subject device had undergone insufficient reprocessing. This failed reprocessing caused foreign material to become logged in the nozzle and compromise air/water flow ¿ confirming the user¿s request. There were several other points of device wear and tear noted during the evaluation. Those include but are not limited to defects in the angle wire, insertion tubing, universal cord, and imaging components. If additional information becomes available following the device evaluation, a supplemental report will be filed.